Event description:
It was reported that the patient was implanted with an infinity with adaptis total ankle on (B)(6) 2022. The patient recently complained of pain. Upon review of imaging, the physician noticed abnormal bone growth around the ankle joint. During surgery to remove this bone growth, it was noticed that at least two if not all three tibial pegs were broken. The implant still felt solid so it was not removed. Patient was closed up and may need to undergo a revision surgery.

Manufacturer narrative:
The reported event could not be confirmed since the device was not returned for evaluation and no other evidences were provided. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report. H3 other text : device remains implanted in patient.

Event description:
It was reported that the patient was implanted with an infinity with adaptis total ankle on (B)(6) 2022. The patient recently complained of pain. Upon review of imaging, the physician noticed abnormal bone growth around the ankle joint. During surgery to remove this bone growth, it was noticed that at least two if not all three tibial pegs were broken. The implant still felt solid so it was not removed. Patient was closed up and may need to undergo a revision surgery.